Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Temp-sensing catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z3002/ b220 unknown silicone temp-sensing catheter product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the event log shows two alarm 14 (patient temperature probe 1 out of range, one alert 114 (treatment stopped) and one alert 11 (patient temperature 1 below low patient alert)). The nurse believed there was an issue with the foley and had it changed. The patient's temperature read 30.5c with new the foley catheter and the rectal temperature was 30.8c. The customer noted that there were no further alerts/alarms after the foley was changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the event log shows two alarm 14 (patient temperature probe 1 out of range, one alert 114 (treatment stopped) and one alert 11 (patient temperature 1 below low patient alert)). The nurse believed there was an issue with the foley and had it changed. The patient's temperature read 30.5c with new the foley catheter and the rectal temperature was 30.8c. The customer noted that there were no further alerts/alarms after the foley was changed.